Event description:
Per written report: "spike easily came out of blood unit bag when bag was placed in a pressure bag resulting in lost blood and blood sprayed over room. Nurses and equipment." No pt or health care professional compromise reported. Add'l info-rptr stated no blood entered pt or healthcare professional's orifices. One incident. Rptr did not know if they have changed their blood bags.